Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the audio was not working in the telemetry device. No adverse patient impact reported.